Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 574 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was not tracking bg levels. Bg was addressed via a manual injection. The customer declined additional troubleshooting with tandem technical support.